Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. We are unable to confirm or determine the root cause of the reported bent cannula. According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to about 350 mg/dl while wearing the pod. The patient reported that the cannula was not properly inserted in the infusion site and when the pod was removed, the cannula was found bent.